Event description:
Dentsply's verbatim description of alleged event: customer states she "accidentally had a chunk of a retainer brite tablet break off in the retainer and when she wore it to bed, it dissolved as she drooled on her pillow and then came in contact with her right cheek area, right at the corner of her mouth. This then became inflamed and red by the next morning and has been this way for about a week now and it is peeling."